Event description:
Emergency medical tecnicians responded to a person described as in cardiac arrest. The device was connected to the patient and the "analyze" button pressed. The device advised a shock and began charging but, according to the reporter, the device lost power and shut off. A backup automatic external defibrillator was called for and used but the patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending clinician's assessment of the patient's viability.